Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The maryland bipolar forceps instrument has been evaluated by the failure analysis (fa) team. Fa was able to confirm/reproduce the reported complaint. The instrument was found to have thermal damage at the yaw pulley next to the grip cable. The insulation of the conductor wire was not damaged. No wires were exposed. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument

Event description:
It was reported that after a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument had broken insulation on the wire at the tip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage was first observed after surgery, when they were cleaning it. The type of damage observed included exposed wire due to damaged insulation, with the cable being intact and not broken in half. There was no reported loss of cautery associated with the damaged cable, and no signs of thermal damage at the site of insulation damage were reported. The procedure was completed with the same instrument, and no arcing was observed during the procedure, nor was there any injury to the patient. It is probable that the instrument was inspected before use, and no damage or anything out of the ordinary was reported. It is not known whether the instrument collided with any other instrument or tool during the procedure. There were no problems removing the instrument through the cannula. There are no photographic images of the devices or a video recording of the procedure available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument involved with this complaint; however, failure analysis has not completed their investigation.